Event description:
The ventilator would autocycle when sensitivity was set to 20. It is not verified that the device/component did not function to spec, and no malfunction may have occurred. The auto zero solenoid was replaced as a precaution.